Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with unknown antibiotics (dose, route, frequency and duration not reported) for peritonitis. Therapy was ongoing. The cause of peritonitis was not reported. The patient was not recovered at the time of this report. No additional information is available.this is report 2 of 3